Manufacturer narrative:
D9 - date returned to mfg - october 13, 2020. One used 142560488, primary plum set was received for evaluation. The complaint of leakage on the returned primary plum set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters and from the filter on the vent plug juncture. The leaks appeared to seep through filter vent material from various locations. As well on the filter cap there was lead to a air leak with the cap closed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plumset where leakage was observed at the outlet filter during an infusion of kemoplat (cisplatin). There was patient involvement and no report of adverse event.